Manufacturer narrative:
Product event summary: analysis confirmed the customer comment, the programmer booted to an error. The link electronic module was replaced and calibrated, and the software reloaded, and the programmer then passed all final functional and systems tests and no other anomalies were found. (B)(4).

Event description:
It was reported that upon power-up, the logo screen appeared on the programmer with a black background and the text "serious programmer error. Unplug programmer head and turn off." That was done, but the same screen appeared with a different error message, and yet another error message on the third attempt to start the programmer. The programmer was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that upon power-up, the logo screen appeared on the programmer with a black background and the text "serious programmer error. Unplug programmer head and turn off." That was done, but the same screen appeared with a different error message, and yet another error message on the third attempt to start the programmer. The programmer was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.